Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2014. During the procedure, the femoral stem sat proud once implanted. A smaller sized stem was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on march 10, 2015. Evaluation of the returned device found no evidence of nonconformities and the implant meets specifications. The dimensional report showed the part was manufactured within specification and the root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.